Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The reported patient effect of perforation is listed in the spartacore guide wire instruction for use as a known patient effect of procedures. A conclusive cause for the reported failure to advance and patient effect cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the guide wire was unable to cross the lesion. Factors that may contribute to a failure to advance include, but are not limited to, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, challenging anatomy, interaction with accessory devices, and/or damage to the guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D4: the UDI number is not known as the part and lot number were not provided. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Patient ID: (B)(6). It was reported that the superficial femoral artery (sfa) and the tibioperoneal (tp) trunk artery were treated during this case. The spartacore guidewire failed to cross the sfa and perforated the sfa on closure passage. The bleeding/perforation was also related to one of the dilatation catheters. There was no device deficiency related to the perforation. The perforation was treated with a covered stent and it resolved the same day. The 2.0x40 mm armada 14 balloon dilatation catheter was prepared correctly and met resistance with calcified anatomy during advancement to the tp. The armada ruptured with the first inflation at 14 atmospheres of pressure due to the calcium. There was no adverse patient sequelae or clinically significant delay in the procedure. No additional information was provided.